Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, a monopolar handheld third-party instrument was unintentionally activated when the surgeon activated the monopolar curved scissors (mcs) instrument on the universal surgical manipulator (usm) arm 4, resulting in smoke generation from the third-party instrument. As a workaround, the third-party instrument was disconnected. The site usually had the third-party instrument connect to the integrated electrosurgical unit (iesu) without such issues. The issue was being caused by the way the user was using the erbe and third-party pen together. Their energy cables were being run too close to each other. The adjustment was to move the third-party monopolar cable. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: over the past few weeks, there has been an ongoing issue affecting all cases for a specific system, caused by the way the user was utilizing the erbe and a third-party pen together. The energy cables were positioned too closely, leading to unintended activation of a non-intuitive surgical, inc. (Isi) instrument that was on standby and not in use. The adjustment was to move the third-party monopolar cable. The isi instruments operated as expected, and the monopolar instrument tips were in contact with tissue during the incidents. No harm or injury was caused to the patient or tissue, and there were no complications. To prevent further activation, the non-isi instrument was unplugged. The field service engineer (fse) identified the issue as related to cables crossing, suspected to be a generator issue. This problem has not occurred with other systems. No fragments were reported, and no unusual thermal damage or complications were observed. The surgical task involved was tissue dissection, and the system's user interface displayed information correctly. The instrument has not been returned for evaluation. This issue may be better categorized as 'customer system setup.'

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The customer stated that their smoke evacuator automatically started when the surgeon activated the monopolar instrument. A 3rd party handheld pen was connected to the 2nd monopolar port of the erbe generator and fed through the smoke evacuator at the time of the reported issue. The fse tested the erbe generator with a 3rd party handheld pen fed through smoke actuator to recreate the reported issue. No fault was found under normal circumstances. The fse was able to recreate the issue by running the pen cable along the instrument monopolar cable causing interference across the 2 cables. Advised customer to keep cables away from each other to prevent issue reoccurring. Electrical and mechanical adjustment were made to correct the reported problem. System tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to improper customer setup. Based on tse notes, the system issue was due to interference between instrument cables.